Manufacturer narrative:
The subject devices was not returned to omsc but was returned to olympus (B)(4) for evaluation. In the evaluation of (B)(4) the following was confirmed; leak from the instrument channel, ccd cover lens damaged, glue condition of bending section rubber was bad. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at the service department of olympus (B)(4), it was found that a small amount of red substance came out from the auxiliary channel of the subject device. There was no report of patient injury associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. It is presumed that this event is caused by the user's improper handling before sending for repair. If additional information becomes available, this report will be supplemented.